Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/02/2016 with the following findings: the battery compartment was cracked. Unrelated to the battery compartment, the audio bolus button cover was damaged, but still responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.